Manufacturer narrative:
It was reported that the tibial tray with serial number (B)(4) was incorrectly packaged with kit (B)(4). This was discovered by the surgeon after the incorrect tibial tray had already been cemented in place during surgery. The tray was explanted before the cement fully cured and the whole knee was converted to an off-the-shelf knee replacement system. There were no reported issues with the conversion to the off-the-shelf implant and the surgery was completed successfully. In response to this incident, a conformis sales representative was instructed to check the tibial tray inside kit (B)(4) at (B)(6) hospital. Tibial tray (B)(4) was found within kit (B)(4) by the conformis sales representative and the kit was returned to conformis. Conformis recalled two other units associated with this failure mode as reported within the 806 report. A CAPA has been initiated to handle and record the corrective and preventive actions associated with this failure.

Event description:
It was reported that the tibial tray with serial number (B)(4) was incorrectly packaged with kit (B)(4). This was discovered by the surgeon after the incorrect tibial tray had already been cemented in place during surgery. The tray was explanted before the cement fully cured and the whole knee was converted to an off-the-shelf knee replacement system. There were no reported issues with the conversion to the off-the-shelf implant and the surgery was completed successfully.